Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was today the patient was not getting the right stimulation. The patient got up this morning and did not feel good so they changed the program but it still did not seem to work. Patient was not feeling stimulation where it was supposed to be. During call patient was on group b. Patient switched to group c and increased the stimulation. Patient will maintain stimulation level and will continue to track symptoms. Pt will call back in if needed. Patient called back and repeated previously documented information. Patient stated they have had 4 reprogramming appointments, but they cannot seem to get the stimulation adjusted right. Patient noted their back is good, but they still feel the stimulation all on their left leg and not down their right leg. Patient added this has been for a couple of months, since the time of implant. Agent reviewed changing groups and increasing/decreasing intensity and redirected to healthcare provider and mdt rep to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they couldn¿t feel any stimulation in the right leg, only their leg. They changed the program and now they were okay. The issue was resolved.